Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripter stopped working during procedure, afterwards, the crushing function turned on spontaneously. The issue was found during a therapeutic lithotripsy. The procedure was completed with a change in procedure, there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transducer plug is burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to transducer plug was burnt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.